Event description:
The customer called reporting he would receive error 4 messages whenever he inserted a strip in the meter. He also reported that the uom setting of their adc meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Customers and retailers have been informed through the fa16may2006 letter. Follow up report will be submitted if the product is returned for evaluation.